Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed instructions to remove the cartridge and deliver a 9-unit bolus, successfully resolving the issue with assistance to load a new cartridge and resume insulin therapy.